Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure using an xi system, a nurse contacted technical support to report error 5, indicating a broken fan in the surgeon side console (ssc) power supply. The fault was intermittent ¿ restarting the system temporarily resolved it, but the error would return within minutes, causing all arms to show red with no instrument control. Log review was not initially visible as the system was not connected. Troubleshooting steps including checking the ethernet cable and redirecting to the wan port did not resolve the issue. Once a connection was established, manual review of the event logs confirmed the medical grade power supply (mgps) fan was not functioning. As the site had only one ssc and the issue could not be resolved, the procedure was likely converted to another da vinci system. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced redundant medical grade power supply (mgps) reduced fan speed on the surgeon side console (ssc) due to error 5. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.